Manufacturer narrative:
The insulin pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error, failed battery test, unresponsive keypad, stuck button alarm or blank display noted. No damage noted on the keypad traces. The insulin pump had high sleep current measurement due to corroded electronic assembly. The motor and force sensor had moisture damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a critical pump error. The customer¿s blood glucose was 143 mg/dl at the time of incident. Customer stated that a critical pump error was displayed on the insulin pump screen after exposure to moisture. Customer also reported that the insulin pump had a blank display and the buttons were unresponsive. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.